Event description:
It was reported the customer received a no delivery alarm. Customer stated they had changed their infusion set several times, but the alarms were recurring. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula upon removal of their infusion set. The customer was advised their site may be occluded. Customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.